Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) revealed that the comb was damaged and the pre-test was unable to be performed as the cutter would not roll smoothly. The ratchet handle was not lubricated and the shoulder bolts, nuts and washers were inspected. The customer did not send in any cutters for evaluation. Repair of the skin graft mesher was performed by zimmer biomet australia which included replacement of the damaged comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as it is unclear what the customer is referring to in their reported event. It is unclear what the customer is referring to in their reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the handle would not return. Investigation results revealed that the comb was damaged. No adverse events have been reported as a result of the malfunction.